Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since attempts to reach the patient by phone to obtain further information were unsuccessful. The patient reported that the alleged meter inaccuracy occurred between (B)(6), 2023, and (B)(6), 2023. The patient reported obtaining blood glucose readings of ¿598 mg/dl¿ with the subject meter and ¿500 mg/dl¿ on the other meter (verio flex), performed within 30 minutes of each other. The patient manages his diabetes with a combination of insulin (basaglar; humalog - sliding scale based on blood glucose readings) and stated he tests his blood glucose 10-15 times a day. In response to the alleged inaccurate reading(s), the patient claimed he took an increased dose of 25 units of humalog, followed by more insulin when he continued to receive high readings, and took a total of around 40-45 units of humalog on the evening of (B)(6), 2023. As a result, the patient reported experiencing 4 "hypoglycemic attacks" over a period of 12 hours between (B)(6), 2023, and (B)(6), 2023, and mentioned that 2 of the attacks were ¿really bad¿. He described experiencing symptoms of ¿dizziness, faint and seizures¿ requiring the assistance of a family member who treated him with orange juice with sugar as they were reportedly unable to find his glucagon nasal spray. The patient reported that when they decided to test with another box of strips, he received a blood glucose result of ¿46 mg/dl¿ (exact time not reported). At the time of troubleshooting, the customer care agent (cca) confirmed the unit of measure was set correctly on the subject meter. The cca noted an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strips had been stored correctly and were not expired. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.